Event description:
The customer reported that the system displayed an intermittent communication failure error message. This error message will likely cause the system to lock-up, shut down or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the lemo connector and the interconnect cable were replaced.